Manufacturer narrative:
Batch review performed on 25 june 2025 lot 2434178: (B)(4) items manufactured and released on 20/02/2025. Expiration date: 02/02/2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on 25 june 2025 ball heads: mectacer 01.29.208 36mm biolox delta head s (k112115) lot. 2436098 lot 2436098: (B)(4) items manufactured and released on 23/01/2025. Expiration date: 01/01/2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 1 month from the primary surgery the patient came in due to signs of infection and the pathogen is unknown. The head and liner were revised. The surgery was completed successfully.